Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp) revealed that there was a large amount of air in the patient line. The technical service representative (tsr) informed the hp to end the therapy and contact nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a report of a air in tubing (without alarm) was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.